Event description:
A hospital in (B)(6) reported that a pin hole was found on the dryline of an rt340 adult breathing circuit. This was found before patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. A visual inspection and a pressure test was carried out. Results: the visual inspection revealed no damage to any of the components in the returned breathing circuit kit. There was no hole observed in the dryline. As we did not find any leak in the dryline the rest of the circuit was pressure tested. The pressure test indicated that the circuit was within specification and exhibitied no leak. Conclusion: we were unable to determine the cause of the problem as reported by the customer, as no fault was found with the returned complaint breathing circuit. During the production of the dryline tubes, a pressure test is performed every 10 minutes and those that fail are set aside for further inspection. The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state the following: -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; -set appropriate ventilator alarms.